Manufacturer narrative:
Investigation: bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
Material no. 367820, batch no. 9291629. It was reported that before use of the bd vacutainer® serum blood collection tubes the labels were lifting and folding. The following information was provided by the initial reporter: label lift and folding.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367820, batch no. 9291629. It was reported that before use of the bd vacutainer® serum blood collection tubes the labels were lifting and folding. The following information was provided by the initial reporter: label lift and folding.